Event description:
Caller reported air bubbles and gaps in infusion set tubing between the t:lock and the patient. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to resolve the issue and resumed insulin therapy.